Event description:
It was reported that a patient underwent a laparoscopic trans abdominal pre peritoneal recurrent inguinal hernia repair procedure on (B)(6) 2008. The patient reported level 3 pain with bending, stairs and exercise on the 24 month questionnaire. On the 36 month questionnaire, the patient reported a recurrence with a re-operation on an unknown date.

Manufacturer narrative:
(B)(4). Hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.